Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No frozen screens noted. Insulin pump received with cracked case at display window corners, battery tube threads and with minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump froze and alarmed button error during a bolus attempt. The blood glucose reading was 54 mg/dl. No significant events leading to the alarm were observed. The customer's sister stated that the customer had treated low blood glucose with food. Advised discontinuation of the insulin pump. Nothing further reported.